Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05727. On 11/2006, the pt's scs system stopped working. An sjm rep attempted to communicate with the ipg using the programmer but was unsuccessful. As a result, the scs system was explanted and replaced. The scs system will not be returned to sjm. Stimulation was regained post-op.